Manufacturer narrative:
The device was received by an authorized resmed third party service center and an evaluation was performed. The reported failure could not be confirmed or reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4)

Event description:
It was reported to resmed that an astral device was inoperable and alarming when powered up. There was no patient harm or serious injury reported as a result of this incident.